Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Additional information: sales rep will attend multiple procedures in the coming weeks to witness the surgeon using the device.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon had a difficult time squeezing the handle of the device. The surgeon is a long time user of the device. There were no patient consequences reported. No device will be returned.